Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2017, the patient's ins had died and they had a loss of stimulation. It was noted the patient had "let their device die". They tried to recharge their ins on (B)(6) 2017 but the recharger was displaying the call your doctor screen and a 376 error code, which pertains to an antenna temp failure. A replacement recharger antenna was requested to be sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the replacement recharger antenna resolved the 376 error and call your doctor screen. The patient was able to recharge the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they received the replacement antenna but this did not resolve the 376 code. A replacement recharger was sent. No further complications were reported/expected.